Event description:
The home pt (hp) reported feeling overfilled with fluid while using the homechoice cycler for apd therapy. Hp reported at the start of their apd therapy hp had bypassed the initial drain, forcing the homechoice cycler to advance from the initial drain into fill 1 of 4. The hp reported feeling overfilled during fill 1 of 4 and placed the cycler into a manual drain, after which hp discontinued apd therapy early. Follow up with the hp's healthcare professional (hcp) reveals that the hp had fluid in their peritoneum at the start of therapy that should be drained during the initial drain. Hcp relates she was unaware that the hp had bypassed the initial drain, the hp may have overfilled self. Hcp relates there was no patient injury or medical intervention.